Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the reported event was resolved with technical support. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the unit shut down during a procedure while being plugged in. Shuts down when not plugged in as well. Says the green light is on but the cable appears loose.